Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests could not be performed due to the blank display. The device was also received with a scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that when he woke up, the display on the insulin pump was blank. Blood glucose value was 279 mg/dl which he treated with manual injection. During troubleshooting, the customer stated that the contacts on the battery cap were not missing or damaged and the battery compartment and spring were not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. He was advised to remove the battery for 2 hours and call back. He called back later and stated that the display did not return after the two hour reset. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.